Event description:
Beginning approximately 2 months ago, the physician reported that the reservoir volume of the pump was not accurate at the time of refill; the physician questioned the device integrity. No pt symptoms were reported. The pump and catheter were replaced. Saline was being delivered via the pump at the time of replacement. There was reported to be no pt injury. A f/u report will be sent when additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.